Event description:
It was reported that the customer experienced air bubbles or gaps in the system within the infusion set tubing during pumping, but the issue was no longer occurring at the time of the call. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by filling the tubing until the gap was cleared.